Event description:
It was reported that customer experienced damage to pump usb port, including broken plastic cover, missing screw, and damage to housing, which prevented connection of pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer was unable to connect pump, device was planned to be returned, and based on tandem guidance pump was scheduled for replacement with a new pump.